Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose, insulin pump button were hard to pushed and blank display or flashing display. The customer¿s blood glucose level was 500 mg/dl. Customer's other blood glucose was 447 mg/dl. Customer was treated with insulin pump. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing. Customer stated that insulin pump was exposed to moisture for couple of time but not hard. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer declined troubleshooting for high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Customer stated the scroll bar was not moving with no input. Customer stated that there was back button and menu button worked they were just hard to pushed. Customer stated that insulin pump button was responsive. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.